Event description:
It was reported that the biomed has an arctic sun device that would not drain the pads or fill the reservoir. Arctic sun device has a weak circulation pump since it has 4921 hours it would be coming in for the 2000-hour preventive maintenance service. Per communication with ess and customer on (B)(6) 2023 per work order, the customer has agreed to estimate and would be sending device in for evaluation or repair. Ess has sent out a packaging kit for device to be returned. Per sample evaluation results received on (B)(6) 2023, it was reported that the root cause of the reported issue was due to a weak circulation pump. It was stated that the neutral side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. It was also stated that double bend tube found expanded during servicing. It was noted that tank seals found degraded and torn. It was also noted that the double bend tube and tank seals were replaced. The power inlet module and ac main voltage circuit card were preventatively replaced.

Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process single pull test did not provide stability of process evidence was not provided when requested for maintenance of records or crimp tools no crimp cross-sections provided a device history record review was not required. A labeling review was not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: e actual/suspected device was inspected.

Event description:
It was reported that the biomed has an arctic sun device that would not drain the pads or fill the reservoir. Arctic sun device has a weak circulation pump since it has 4921 hours it would be coming in for the 2000-hour preventive maintenance service. Per communication with ess and customer on (B)(6) 2023 per work order, the customer has agreed to estimate and would be sending device in for evaluation or repair. Ess has sent out a packaging kit for device to be returned. Per sample evaluation results received on 22feb2023, it was reported that the root cause of the reported issue was due to a weak circulation pump. It was stated that the neutral side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. It was also stated that double bend tube found expanded during servicing. It was noted that tank seals found degraded and torn. It was also noted that the double bend tube and tank seals were replaced. The power inlet module and ac main voltage circuit card were preventatively replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.